Event description:
It was reported that a pump malfunction occurred, but there were no notable events leading up to it. There was no reported adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction code did not reappear. The customer was advised to continue using the pump and to contact technical support if the issue recurs.